Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the drawer 6, compartment 8 on the station was generating an "unexpected data error" that prevented inventory updates and medication restocking for magnesium sulfate 2g, while allowing removals without properly recording transactions, resulting in inaccurate consumption records for approximately 14 days. A technical support specialist (tss) found a delayed synchronization between the station and server was identified. A full synchronization was performed and completed successfully, after which the reported error was expected to be resolved. No further issues were reported after 24 hours of monitoring, indicating the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 dose not run. It failed while dispensing or perform any inventory.the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.there were no adverse events or injuries reported based on this event.